Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# g140113. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller history interrogation performed by the hospital clinician revealed communication fault and driveline communication fault alarms. The system controller and modular cable were exchanged, however the alarm reoccurred. The patient remained asymptomatic.the patient is not a candidate for a pump exchange. Log file analysis completed by the manufacturer¿s technical services representative revealed comm faults a and b in log files from both system controllers. Both log files showed comm fault b as being consistent and comm fault a as triggering intermittently. The intermittent comm fault a reactivated the alarm despite the extended comm fault silence alarm. No additional information was provided.

Manufacturer narrative:
Additional information. The report of driveline communication fault alarms was confirmed based on the submitted log files. The center reported that the patient had a known history of driveline communication fault alarms, which had previously been permanently silenced. The alarms were again silenced but re-occurred. The patient was exchanged to their backup controller but the issue did not resolve. The pump speed, flow, and pi values were not visible on the controller or system monitor, however, the set speed was able to be changed and the pump power displayed at 4w. Review of the submitted log files showed the system operating with the driveline communication fault associated with com b on permanent silence, as was reported. On 14aug2018, an intermittent fault with the other communication line, com a, became active. During the following approximately 19 hours of data, the com a fault became more persistently active, resulting in loss of lvad comm events and the pump speed, flow, and pi displaying as 0. During these events, the system power, pump motor voltage, and pump current all appeared normal. The loss of lvad communication did not appear to interrupt pump support. A CAPA was opened to further investigate driveline communication fault events and a corrective action has been implemented. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.